Event description:
It was reported by the patient that the patient's lead was determined to have dislodged within a few months of implant. The lead was repositioned, and remains in use. Additionally, the patient complained of feeling a 'tapping sensation' near the incision since initial implant. It was further reported that both the atrial and right ventricular (rv) leads dislodged. The leads were repositioned and remain in use. Per follow up, the patient has not discussed the referenced 'tapping sensation' with a physician. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4574 implantable pacing lead - (B)(6) 2012; 4296 implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
It was reported by the patient that the patient's lead was determined to have dislodged within a few months of implant. The lead was repositioned, and remains in use. Additionally, the patient complained of feeling a 'tapping sensation' near the incision since initial implant. Follow up is currently in process to determine which lead dislodged. No further patient complications have been reported as a result of this event.